Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The ventricular lead could not be connected to the device in the connector port. The screws turned without tightening.

Manufacturer narrative:
Conclusion: the electrical characteristics of the retuned device were determined to conform to established specifications. The damages identified to the ventricular setscrew and to the screwdriver are consistent with incomplete insertion of the screw driver tip into the hexagonal cavity, as illustrated in figure 8. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the setscrew cavity and could easily explain difficulties to tighten correctly the lead. In addition when unscrewing, the ventricular setscrew was stuck on the returned screwdriver and came out of the slot.